Event description:
Per raised with minimal info: the customer reported on the (B)(6) 2012 via the sales rep (B)(4) that a pedicle screw had broken in s1 post-operatively after 5 months under the scope of a clinical review. The patient has not been revised at this point in time.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.